Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the flow sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor reading was not displaying on the central control monitor (ccm) and centrifugal control unit (ccu) screen unless the sensor was unplugged and plugged back into the flow module. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, on (B)(6) 2022 the system was powered up and a perfusion screen was opened at 07:23:32 am. The perfusion screen was exited at 08:36:54 am. The flow sensor never logged coupling to a tube with fluid. No flow reading would have displayed on the central control monitor (ccm) as reported. No log entries are caused by disconnected/connecting the sensor and there is no way to confirm from the logs if that occurred. During laboratory analysis, the product surveillance technician observed that with the flow sensor attached to lab use only (luo) testing equipment, the sensor appropriately showed readings and alarmed when triggered. A broken spring latch was observed but the unit still operated as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.